Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stenosis procedure performed on an unknown date.   According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another maxforce biliary dilatation balloon.   There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). A visual examination of the complaint device revealed that there were no visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated, and a leak was found due to a pinhole located at the upper proximal ro marker of the balloon. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stenosis procedure performed on an unknown date.   According to the complainant, during the procedure, it was noted that the balloon burst. The procedure was completed with another maxforce biliary dilatation balloon.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.